Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the issue happened again, which the caller acknowledged and understood.